Event description:
Spouse reported customer's death. Caller also requested that the supply order cease. Caller stated that his wife's blood glucose was high. She was vomiting. Customer reduced the blood glucose level. Customer was wearing the insulin pump at the time of death. Caller will return the insulin pump for analysis. The cause of death has not been determined. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.